Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen and inflation lumen is torn at the exit notch. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, when negative pressure was applied, there was a back flow blood and the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, when negative pressure was applied, there was a back flow blood and the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.